Event description:
In 2005, the pt underwent a resection of abdominal wall mass and repair of recurrent ventral hemia. The abdominal wall mass and all previous abdominal wall mesh were excised.

Event description:
The pt underwent al ventral hernia surgery in 2004, and one week later they had a bulge, a 42 inch circumference and pain. It is reported that the pt was to be re-operated in 2005.